Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.